Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unspecified breast surgery with mentor memorygel breast implant 275cc gel breast prostheses when the right breast prosthesis ruptured after implantation. In addition, the patient developed bilateral breast ptosis. Rupture of the patient¿s right breast prosthesis was discovered during a bilateral explantation and replacement surgery on (B)(6) 2021. The patient had her explanted breast prostheses replaced with mentor memorygel breast implant 150cc gel breast prostheses. This medwatch report is for the patient¿s left breast prosthesis.